Event description:
Distributor requested repair of an infusion pump due to an error code signifying "power backup capacitor failure". No patient details were provided.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in good physical condition. There was evidence of the reported error in the event history log. Upon power up of the pump during investigation, an "lec 1720" error code was displayed. The error code was attributed to a faulty backup capacitator. A root cause for the faulty capacitor could not be determined.